Manufacturer narrative:
Omit : other occupation correction : describe event or problem, initial reporter occupation. Additional information : imdrf annex b code.

Event description:
It was reported that the syringe pump module was set with primed saline using a monoject 6ml syringe ref #(B)(4). The expected volume to be infused is 4.0ml. On the selecting radial/volume button, the nurse was unable to program 4.0ml and instead they could only select 3.71 ml through manual programming. This causes the error in epic. The volume to be infused difference is 0.28ml. The expected is 4.0ml available is 3.72. There was no patient involvement..

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the syringe pump module was set with primed saline using a monoject 6ml syringe ref #1180600777. The expected volume to be infused is 4.0ml. On the selecting radial/volume button, the nurse was unable to program 4.0ml and instead they could only select 3.71 ml through manual programming. This causes the error in epic. The volume to be infused difference is 0.28ml. The expected is 4.0ml available is 3.72. There was no patient harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the syringe pump module was set with primed saline using a monoject 6ml syringe ref (B)(4). The expected volume to be infused is 4.0ml. On the selecting radial/volume button, the nurse was unable to program 4.0ml and instead they could only select 3.71 ml through manual programming. This causes the error in epic. The volume to be infused difference is 0.28ml. The expected is 4.0ml available is 3.72. There was no patient harm.